Event description:
Patient had whipple procedure and had 5 french double lumen peripherally inserted central catheter (PICC) placed to left arm for blood draws and home total parenteral nutrition (tpn). Home health nurse noted crack in purple hub when teaching family about tpn home infusions. Patient sent to local hospital for PICC replacement. PICC exchanged without difficulty by interventional radiology (ir) nurse over guidewire.